Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. The pump started alarming again on (B)(6) 2015. It was supposed to be off due to a failure where it quit delivering medicine. The patient wanted a pump replacement, but his physician would not do it. The patient had sent his medical information to two other physicians and was frustrated that no one would help him.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding a patient receiving morphine (unable to obtain concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and failed back syndrome - other. The patient stated that "the pump quit working on him, started giving him too much morphine and almost died. "The patient would not provide any further information. Additional information has been requested regarding the medication's the patient was on the first time the pump quit working; when the pump quit working; the device information; the circumstances that lead to the event; the symptoms the patient experienced; and the interventions to resolve the issue, but were not available at of the time of this report. If additional information becomes available, a supplemental report will be filed.